Event description:
Spontaneous call from son who reports "no disposable pump wont run error". Could not troubleshoot. New pump to be sent. No interruption of therapy. No other info provided. Backup pump used. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.